Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for blood leakage in the holder with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure.

Event description:
It was reported that the bd vacutainer® luer adapter leaked blood from the holder during collection. No serious injury, no medical intervention. No mucous membrane exposure reported.